Event description:
It was reported that, after a tha had been performed on 2018, the patient had an unspecified tibial component failure. A revision surgery was performed to explant the component.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, based on the documentation and operative diagnosis, the root cause of the reported revision was painful loosening of the tibial prosthesis; however, the cause of the lucency/loosening 3 years post implant could not be definitively concluded. The patient impact beyond the reported symptoms and revision procedure could not be determined. It was reported that post-revision the knee was ¿quite stable¿. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing, lack of ingrowth, lifetime of device, and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.